Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. No motor error alarm observed during testing. Scratched display window and cracked reservoir tube lip also noted.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming. The customer's blood glucose was 175 mg/dl. It was stated that motor errors were recurring when the reservoir was low. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.